Manufacturer narrative:
It was reported that the was noted that there was a wire on it, causing contamination. The valve was returned to abbott and was examined microscopically. The valve was returned attached to the valve holder. All three leaflets were noted to be in a dehydrated state. One small spot of blood was noted on one leaflet. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm epic max valve was chosen for a pulmonary re-valvulation procedure. When the valve was inserted, it was noted that there was a wire on it, causing contamination of the prosthetic tube used. There was a risk of granuloma formation if a foreign body persists in the surgical site. A new prosthetic tube and another valve were chosen and completed the procedure. There was no delay in the procedure.